Manufacturer narrative:
(B)(4).

Event description:
It was reported the t2 did not deploy. It is unknown if there was a backup device available or if there were any delays. No patient injuries were reported.

Manufacturer narrative:
Two devices were received in one box. They arrived with c-(B)(4) documentation. Attachments to the complaint reference c-(B)(4) and c-(B)(4) as the two complaint numbers associated with this return. Neither device was marked with their respective complaint numbers. The complaints say ¿t2 did not deploy¿. The devices will be evaluated together as we cannot fully determine which was intended to be which of the two complaints. The complaints indicated that all anchors were removed from the patient. Device #1 has t2 and partial suture returned but freed from the needle. T1 was not returned. The depth limiter is attached. This device¿s needle is bent, bowed and twisted. The IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. This device cycles and actuates properly despite damage. Device #2 has t1, t2 and suture returned, but freed from the needle. It is slightly bowed and twisted at the distal tip. The condition of t1 indicates a problem with tightening the suture. It is cinched lengthwise around the anchor¿s v notch. This may inhibit fixation of the anchor. The depth limiter is puckered and creased. This symptom indicates difficulty with reaching desired surgical location. This device cycles and actuates as intended. No root cause related to the manufacture of the device can be confirmed. No further investigation is warranted. A review of the device history record shows that this device passed all acceptance criteria and was compliant upon release for distribution. There are no indications to suggest the device did not meet product specifications nor does it allege any product deficiencies upon release into distribution.